Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro grey insulation coating cracked at the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. Signs of clinical use and evidence of blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away near the base of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled away at the tip of the cold jaw, exposing the metal portion of the cold jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/ bent wire."

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro grey insulation coating cracked at the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.